Manufacturer narrative:
The wolverine cb mr, us 10mmx3.00mm balloon delivery system device was returned for analysis. A visual examination identified that the balloon folds were tightly wrapped. A visual and tactile examination found that a break was confirmed in the hypotube. The break was located at 76.8cm distal from the strain relief. The distal section of the break including the extrusion, balloon and tip were not returned. The section of the hyptube received was kinked in multiple locations. The damage to the hypotube is consistent with excessive force having been applied to the hypotube shaft. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon broke. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. Prior the procedure, it was noted that the balloon broke in half when taken out of the box. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the balloon broke. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. Prior the procedure, it was noted that the balloon broke in half when taken out of the box. The procedure was completed with another of the same device. No patient complications were reported.